Event description:
The customer reported that the arterial mode could not be selected on any pump on the hl20 4 pump console. Without arterial mode the intervention for blood level or pressure would not work. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The described problem will be detected before use. The user has to check the modes of the pump (arterial mode, free mode) prior to use of the device. A supplemental medwatch will be submitted if additional information becomes available.